Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient developed an infection. The pacemaker, right ventricular lead, and right atrial lead were explanted on (B)(6) 2018. More information was requested, but not yet received.

Event description:
New information noted that infection was first discovered during an in clinic visit. Patient was stable post procedure.